Manufacturer narrative:
Correct contact address (B)(4). The philip¿s fse replaced the da pca and the unit functioned per its specifications. The customer would not disclose requested patient information.

Event description:
The customer reported the ventilator alarmed with da pcba adc failed vent inop occurrences . The customer reported the unit was in use on patient, but there was no patient harm.

Event description:
The customer reported the ventilator alarmed with da pcba adc failed vent inop occurrences. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.